Event description:
A registered nurse reported their system froze while shutdown after a case today. The pt had already left the room. No impact to the pt's outcome was reported.

Manufacturer narrative:
The device has not been returned or evaluated at this time.